Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat an hepatic fistula using pod packing coils (podj). During the procedure, the physician accidentally bent the podj pusher wire while attempting to advance it through a lantern delivery microcatheter (lantern) and into the target location; therefore it was removed. The procedure was completed using the same lantern and additional podjs. There was no report of an adverse effect to the patient.